Event description:
Litigation alleges that the patient suffers from persistant pain, weakness, inflammation in both legs, and difficulty ambulating. It also alleges loosening of acetabular cup and excessive levels of chromium and cobalt. Update (B)(4) 2013 - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec¿d (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address acetabular loosening. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2014- plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the sleeve. The srom sleeve and stem are being added for elevated metal ions. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).